Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer encountered a recoverable fault 23210. Prior to calling, customer has recovered error with no change. Error 23210 confirmed in logs on proximal set up joint (psuj) 4. Technical support engineer (tse) walked customer through emergency power off (epo) of patient side cart (psc) with no change. Customer is performing a 3-arm case but needed all 4 arms for case to follow. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm), flex operating platform (op) and the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) and passed all relevant testing within specification.